Event description:
It was reported that the tip of the instrument fractured. The fractured tip remained inside the nut and as a result. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned instrument confirmed the reported event. The tip of the instrument was sheared off. Based on the details given on the complaint form and the surgical technique we can conclude that the surgical technique was not followed. Hardness testing of the returned product confirmed proper manufacturing and processing. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is excessive torque forces due to the user not following the surgical technique and utilizing the proper handle.